Event description:
A medtronic representative reported the cannulated taps in a navlock instrument set are difficult to clean; the site reported having difficulty getting the bone matter un-stuck from inside the taps. This event did not occur during surgery. There was no patient present.

Manufacturer narrative:
There was no patient present at the time of event. No parts are expected to be returned to manufacturer for evaluation.